Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an b30 image or light source error, while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. An olympus field service engineer (fse) visited the customer site. The device was repaired on site by replacing the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that b30 error occurred due to a failure of the scope connector contact. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.